Event description:
It was reported that during a vascular stenting procedure in the femoral vein following a successful angioplasty, the delivery system became blocked when the vascular stent was partially deployed. The deployment could not be continued. Therefore, the vascular stent and the delivery system were removed over the guide wire as one unit without issue. Another vascular stent was deployed successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No other complaint has been rec'd for this lot number. The sample evaluation confirmed that the deployment mechanism had been actuated until the breakage of a force transmitting joint occurred. Further actuation let to the blockage of the release mechanism and fracture of a force transmitting component. There is no indication for a manufacturing or process related issue. Increased friction between the moving parts was considered the reason for the excessive release force and failure of the joint. Potential contributing factors have been evaluated. The stent placement in the femoral vein represents an off-label use of the device and is a contributing factor to the reported event. Also the reported issue may be use related, as rough handling of the device may lead to the event reported. However, on the basis of the info available a definite root cause for the reported event could not be identified. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." The IFU states that the lifestent solo vascular stent is indicated for the improvement of luminal diameter in the treatment of symptomatic de-novo or restenotic lesions up to 240 mm in length in the native superficial femoral artery and proximal popliteal artery. The placement of the stent in the femoral vein represents an off-label use of the device. The safety and effectiveness for an application as described has not been established.